Manufacturer narrative:
(B)(4): added additional information - damaged one piece sled the analysis found that one long60a device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was noted right side fully fired and the left side have the two inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra operative photographs were received. The photographic evidence provided confirms the disrupted staple deployment while firing the long60a device utilizing a black staple cartridge, resulting in two of the staple rows not properly forming on the patient side. The photographs however do not provide any evidence to what may have caused the disruption of staple deployment during firing. Photo analysis additional information: (B)(4).

Event description:
It was reported that during a laparoscopic sleeve procedure, the staple load appeared to be partially fired and the device locked up. The device was stuck on tissue however it is unknown how the device was removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes on what tissue type was the device used? At what location on the tissue? Unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unknown. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.